Event description:
A cracked screen and an issue with the pump not recognizing the charger, leading to a complete power failure, were reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.